Manufacturer narrative:
The problem was due to optical fiber (the optical fiber came apart at connector during lase). We are unaware about patient injury. The evaluation is in progress.

Event description:
The optical fiber has the following problem: "fiber came apart at connector during lase". No adverse effects to patient were reported.